Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va03ylp, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a patient had pain for two to three weeks near the implant site on the right side. The patient had been ¿dancing¿ around with the programming for some time and he changed his program in early (B)(6) 2013. It was later reported that the patient was having concerns regarding his device or therapy but was working with his physician or the manufacturer's representative. He had an appointment scheduled for (B)(6) 2013. The patient was implanted for fecal incontinence and experienced urinary retention and stress on the blood vessels in the area. He also experienced pain in the back near where the implantable neurostimulator (ins) is implanted. The patient was seen in the ER on (B)(6) 2013 where the physician there told him that he was not emptying his bladder. It was noted that there was no change in the patient¿s fecal symptoms and this was the first time he had any issue with the retention.